Event description:
It was reported that patients implantable pulse generator (ipg) site was painful and had inadequate stimulation. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patients implantable pulse generator (ipg) site was painful and had inadequate stimulation. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn (B)(6)) / sc-8336-50 (sn (B)(6)). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.